Event description:
The pump was returned to service for upgrades. During service, the event history was reviewed and failure code 810:04 was found. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.